Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-23005, 1627487-2020-23004. It was reported the patient experienced ineffective therapy. The patient was also unable to place their scs system into MRI mode, prior to an MRI procedure. In turn, surgical intervention may be pending to address the issue.